Event description:
Additional information received reported that the catheter was broken and practically divided into two parts. It was held on by a wire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after opening the secure packaging of the sheath radial long, the rist was found to be broken. The box was not damaged. Another rist was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):¿ equipment used: vis (m-78210), 203cm ruler (m-83360) ¿ drawing(s) referenced: m024542cdoc1 rev. B ¿ as found condition: the rist 079 catheter was returned for analysis within a shipping box, a sealed pouch, and a plastic bio-pouch. ¿ damage location details: no damage was found with the rist 079 catheter hub. The rist 079 catheter body was found broken at ~40.0cm from the proximal end of the catheter hub. The rist 079 catheter distal marker/tip was found damaged (crushed). ¿ testing/analysis: the rist 079 catheter usable length was measured to be ~104.5cm, which is within specification (specification: 105 ± 2 cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the rist 079 catheter body was found broken. Damage can occur due to an impact from an unknown source prior to being opened, damage during storage, use-related, or manufacturing-related (e.g., operator handling damage, missed inspection). However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.